Event description:
It was reported that during a esophagectomy procedure,the anvil was placed in the proximal portion of the esophagus,fired the stapler,received audible feedback but only 1/2 of the staples formed on the initial firing.another device was used to complete case.no patient consequence.